Manufacturer narrative:
(B)(4).  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the customer's device had its service indicator illuminated and had logged an event code related to defibrillation energy delivery. This event code could be related to an inability to deliver defibrillation energy. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
The third party service agent evaluated the device and verified the reported issue.  The main keypad assembly was replaced and proper device operation was observed through functional and performance testing.  The device was returned to the customer for use. The removed main keypad assembly was returned to physio-control for evaluation.  After a thorough evaluation of the main keypad assembly, there was no issue observed related to the reported event code.